Event description:
The pt reported, that she has been experiencing elevated blood glucose since 2008. She stated that her blood glucose measured 300 mg/dl and she bolused twice through her infusion device and then injected insulin via pen. Her normal blood glucose level is 120 mg/dl. She disconnected from her infusion site and bolused and no insulin dripped from the infusion tubing. She then changed the infusion tubing and bolused again and no insulin dripped from the infusion tubing. The infusion device alarmed 01 (empty cartridge) but her insulin cartridge was half full. No further info is available. The infusion device was requested to be returned for eval.